Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP). Device's sound abatement foam became degraded and caused a patient to develop lung cancer. The patient required surgery in response to the reported event.

Manufacturer narrative:
The manufacturer previously reported a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and caused a patient to develop lung cancer. The patient required surgery in response to the reported event. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and observed minimal contamination near the air outlet port. The device was powered on by the returned power supply and power cord. The device powered and and provided flow. The manufacturer reviewed the device's downloaded event log and found 2 reboots occurring in 2018. The manufacturer visually inspected the device internally and observed undetermined contaminants around the air inlet port where the filter would sit. Dust contamination was observed in the blower and contaminates consistent with the keratin contamination was observed around the blower outlet seal inside the blower box assembly. Fine particulates were observed on the interior of the front and back panels as well as the top and bottom enclosure. The manufacturer found no evidence of sound abatement foam degradation and the foam is fully intact. The manufacturer concludes there was no evidence of sound abatement foam degradation. The device has evidence of dust contamination in the blower and blower box assembly. The manufacturer confirms that the presence of contaminates in the interior of the device and around the air inlet are consistent with being from an external source.